Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urge incontinence, urgency frequency. It was reported that trial patient had been sleeping most of the time since their procedure because they had been hurting. More information was received on 2018-apr-16 reporting that trial patient felt their wires were dislodged. They did feel stimulation in the back area and was on their way to see the healthcare professional (hcp) as they had a miserable weekend. No further complications were reported.